Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had cracked output connectors and repair needed to the seal. It was also indicated that the display wires were pinched and that the upper case was dented and a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked output connectors and repair needed to the seal. The programmer was returned for service. There was no patient involvement.